Event description:
Event description guidant received information that following successful shock therapy conversion for ventricular tachycardia (vt), this implantable transvenous defibrillation lead displayed non-reproducible noise on the rate/sense electrogram that was difficult to determine if it was electromagnetic interference (emi) or an accelerated vt. There was no noise on the shock channel. The noise has not occurred previously on the lead.